Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, after placing the inserter in the anterior chamber of the patient's eye, lens failed to leave the cartridge. In the surgeon's opinion, incorrectly folded lens, inside the cartridge caused or contributed to the event. There was no patient harm.

Manufacturer narrative:
The lens was returned in the associated qualified company cartridge along with the lens case lid in a large biohazard bag placed into the lens carton. An inadequate amount of viscoelastic was observed in the cartridge. The lens was located at the nozzle entry area. The lens was pressed up instead of biased down per the instructions for use (IFU). The trailing haptic was misfolded underneath the optic. The leading haptic was extended. The cartridge tip has heavy stress. A long aneurysm was observed beginning at the parting line along the posterior of the cartridge tip. The cartridge has evidence of handpiece use. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The handpiece information was not provided. It is unknown if a qualified handpiece was used. A qualified viscoelastic was indicated. Based on the evaluation of the sample, the root cause for the reported complaint is most likely related to a failure to follow the IFU. Inadequate viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The lens was also positioned incorrectly inside the cartridge. The lens was pressed up, instead of biased down per the IFU. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if a qualified handpiece was used. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the intra ocular lens (iol) to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).